Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-old caucasian female patient underwent primary breast augmentation with a 225cc mentor siltex round moderate profile on both sides and experienced bilateral capsular contracture; right side baker grade ii, and left side baker grade iii postoperatively. The issue was diagnosed after physical exam. As a result, patient will undergo bilateral explantation, and replacement surgery on (B)(6) 2022. The patient would like silicone devices as replacement. This medwatch report is for the patient¿s left-sided device.